Manufacturer narrative:
Initial reporter postal code:(B)(6). Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. The patient was connected for therapy at the time of this event. The device was filled with 88.8 ml of fluracedyl and 8.2ml of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 4, 2021 - may 5, 2021. H10: the actual device was not available; however, eleven (11) companion samples were received for evaluation. A functional leak test was performed on all 11 companion samples by manually filling their bladder with green color water to the nominal volume; no evidence of leak was observed from the samples. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.